Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR initial submitted on 16apr2021. Manufacturers ref# (B)(4). This case has been determined to be reportable to FDA as a serious injury requiring an intervention, as the patient was given antibiotic ear drops due to the burning sensation which is considered a medical intervention. Summary of investigational findings: the case has been reviewed from a clinical perspective. Customer reported: hcp was not the one who originally fit the patient but says they have sent these in for repeated remakes and changed to clear and still the patient reports burning sensation when she wears the aids. Burning sensation starts within an hour but is mild, feels bad in about 4 hours. Described it s a funny burning. She continues to wear it when it is uncomfortable and takes it off at night. Patient has a history of allergies from bee stings and wasps. She also reports she cannot wear cheap earrings. These aids are a replacement for cic aids that were remade. She did see a doctor for the cic aids. The report of burning sensation continues with this iic set. Patient was given antibiotic ear drops in (B)(6) 2020. Clinical evaluation of the event: based on case description it is evaluated highly likely that the end user is allergic to the hearing aids. Clinical recommendation is to try different (hypoallergenic) material. A change in physical fit might also help (more open fitting) if this is possible with the given hearing loss. As the end user already has known allergies, it is evaluated highly likely that the allergic reaction is not caused by the hearing aids, but that they contributes to an already existing allergy. Clinical conclusion on the case is that it is evaluated highly likely that the hearing aids have contributed to this reaction, requiring medical intervention. Clinical evaluation according to 0378040 clin eval plan & rpt,ha&tsg: allergic reaction is identified in the risk analysis and mitigated to an acceptable level through device design by compliance with standards for biocompatibility. Still allergic reactions can occur in rare cases. The clinical evaluation does evaluate allergic reactions and the user guide includes a safety notification instructing the hearing aid wearer to contact the hcp in case of skin irritation. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event.

Event description:
Description of event from initial reporter: hcp was not the one who originally fit the patient but says they have sent these in for repeated remakes and changed to clear and still the patient reports burning sensation when she wears the aids. Burning sensation starts within an hour but is mild, feels bad in about 4 hours. Described it s a funny burning. She continues to wear it when it is uncomfortable and takes it off at night. Difficult to get consistent information from this patient. Patient has a history of allergies from bee stings and wasps. She also reports she cannot wear cheap earrings. These aids are a replacement for cic aids that were remade. She did see a doctor for the cic aids. The report of burning sensation continues with this iic set. According to questionnaire: hcp reports patient was fit with cic aids in (B)(6) 2020. Patient had reported discomfort with the aids and they were sent in for repeated remakes and clear coats but the discomfort/burning sensation persists. She saw pcp in august and was given antibiotic ear drops for external otits. Saw an ent in sept, but hcp reports inconclusive report. The aids were switched to iic, but the patient reports burning sensation within an hour that escalates over time but she keeps wearing it. Pcp seen (B)(6) 2020 - was given antibiotic ear drops. Saw ent in september. No course of action recommended.